Event description:
It was reported that, during a meniscal repair procedure using the 'fast fix 360', the t2 implant could not be deployed. The procedure was completed with a non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). Foreign zip code (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found that the suture and both anchors were returned. T1 was out of the deployment channel. T2 was in the t2 position. Most of the suture was tucked into the depth gage tubing. The depth limiter button was in the default position. The actuator tip was in the t2 position. A functional evaluation revealed that the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - impact code.